Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported spo2 readings are inaccurate with a third-party simulator. The customer states that it reads steady and drops down to 40%.no consequences or impact to patient were reported.